Event description:
It was reported that cartridge alarm 20 occurred on pump serial number (B)(6) and that similar alarms had been experienced previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump and discussed out-of-warranty loaner option since pump warranty had expired.